Manufacturer narrative:
Product analysis: device remains implanted in the patient with no adverse patient effects reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: device history review is in process. Once the review is complete a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that prior to implant of this annuloplasty ring, it was noted that the products use before date had expired three days prior. The physician was alerted however still elected to implant the product. No adverse patient effects were reported.